Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received failed battery test alarm and reported a not delivered bolus alarms, buttons stick, canula faulty does not deliver bolus properly. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and the pump will not be returned for analysis.

Manufacturer narrative:
S/w version: 4.11e; retainer ring=black; pump case type: ngp. The pump was returned for alleged failed battery alarms, bolus stopped alarms, unexpected battery power loss, keypad/button error alarm, and cosmetic damage at the pump case found on (B)(6) 2023. Pump¿s history and trace files downloaded successfully using thus software. Unit passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. However, a stuck button alarms noted in the pump history on (B)(6) 2023 at 13:03:10.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alerts noted during testing or in the pump history/trace files within 2 weeks of the event date. No failed battery alarms noted during testing however, noted in the pump history on (B)(6) 2023 at 08:32:46.000. Bolus was programed at 3.0u and delivered. No unexpected bolus stopped alarm noted during testing. Bolus was programed and was delivered and recorded in pump's daily history on (B)(6) 2023 at 13:48:08.000. Fill cannula was set to 0.2 and was recorded in the pump's daily history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Alleged failed battery alarms and unexpected battery power loss not confirmed during testing or the power management graph. Bolus stopped alarms no confirmed during testing. Keypad/button error alarm not confirmed during testing however, a stuck button alarm noted in the pump history files. Cosmetic damage was confirmed where scratched case was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.